Event description:
It was reported that the device displayed channel error. The event occurred in neonatal intensive care unit (nicu). It was reported that the clinician disconnected and reconnected the devices and was able to restart the infusion. This was reported to bd associate during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.